Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the jaws of the monopolar curved scissors (mcs) instrument did not close fully. Highlighted when couldn't close the jaws to put the mcs tip cover accessory on. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-jun-2026: the delay was over an hour due to the need to borrow scissors from one hospital and needing to transport them over to another hospital. The procedure time was 3.5 hours, and the patient was under anesthesia for just short of 5.5 hours.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.